Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the endoscope was immersed in detergent solution, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the connecting tube had a dent. Due to a pinhole on the air/water-tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value. The bending tube was deformed. Adhesive on the bending section cover had a chip. The control unit had a scratch and discoloration and was dirty due to water leakage. The scope cover plate had peeling. Adhesive on the bending section cover had a chip. The forceps channel port was shaved. The universal cord had a wrinkle and a scratch. The following components had a scratch: switch box, right/left knob, upward/downward angulation control knob, forceps elevator knob, forceps elevator lever, plastic distal end cover, protector of universal cord on the suction connector side, protector of universal cord on the control section side, scope cover, grip, and the suction connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had the insertion tube collapse. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.